Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the implantable neurostimulator (ins) was flipping due to the depth of implant being too shallow. The ins flipping was causing pain at the ins site starting in (B)(6) 2015. A surgery to correct the issue was performed on (B)(6) 2015. The ins flipping resolved but the pain at the ins site on the left side had not resolved. The pain came and went since (B)(6) 2015. No potential event cause or outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.